Event description:
Our organ procurement organization, midwest transplant network, facilitated the recovery of organs from a 17-year-old donor. The liver was recovered by the washu/barnes transplant team, taken back to (B)(6) and placed on the organox normothermic machine perfusion device. We were notified the following morning that the device had a malfunction involving the perfusion circuit rendering the liver non-transplantable. We are devastated by the loss of a 17yo liver that could have saved the life of a patient on the waiting list. The barnes transplant team should have more information, pictures, etc. That can aid in the investigation of the malfunction.